Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
During surgery at mtka, femoral rotation adjustment was lost. The osteotomy was performed with the medial loose. After the osteotomy, the osteophyte of the posterior condyle was removed. As a result, the balance was good. Additional osteotomy was performed.

Event description:
No new information.

Manufacturer narrative:
An event regarding inaccurate resection involving a mako tka software was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: the alleged failure mode cannot be determined because the relevant log files and case session files were not available for inspection. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob2599 was inspected with no reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode cannot be determined because the relevant log files and case session files were not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.